Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient underwent surgical intervention on (B)(6) 2018 to replace the ipg (reference MFR. Report: 1627487-2018-05578) and during the procedure lead diagnostics indicated multiple high impedances and the lead appeared to be damaged. The case was cancelled and surgical intervention may be pending to address this issue.

Event description:
Follow up information identified the patient underwent surgical intervention on (B)(6) 2018 where the lead was removed and replaced.